Manufacturer narrative:
(B)(4).

Event description:
It was reported on that a physician noticed high impedance on a generator during a follow-up visit for a patient. Lead impedance testing from (B)(6) 2016 was reportedly within normal limits and the patient denied any recent trauma to the vns area. A/p and lateral neck and chest x-rays were taken on (B)(6) 2016 and reviewed by the manufacturer. The device was programmed "off" (0ma output current) on (B)(6) 2016 when the high impedance was identified. The lead pin appeared to not be fully inserted into the connector block on the ap chest picture. The cause for the high impedance was verified to be incomplete pin insertion when the patient underwent surgery in an attempt to determine the cause of the high impedance. The surgeon reinserted the lead pin onto the generator during surgery to solve the high lead impedance. Prior to surgery the lead impedance was > 10,000 ohms and post-operative lead impedance was noted as 2,136 ohms.